Event description:
It was also reported the patient had experienced their first overdischarge at the time of initial report. It was noted the patient had tried to recharge their implantable neurostimulator (ins) but they were unable to.

Event description:
It was reported that the patient was experiencing "vertigo" post operation and was instructed to turn off stimulation in (B)(6) 2011. It was noted that the patient tried to restart the device in (B)(6) 2012 and was unable to communicate with the patient programmer. The reporter stated the device could not communicate with the physician programmer and the physician recharge mode (prm) was initiated twice without success. The device was expected to be explanted, no date had been set at the time of this report. Any additional information received will be addressed in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).